Event description:
On 21 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an additional review, there was a brief period of instability in the system on (B)(6) 2025 which may have contributed to the differences in bg/sg observed by the user. User accepted this information and was informed that the system is working to stabilize and that he should continue to use the system so it can be monitored until (B)(6) 2025. However, on (B)(6) 2025, a review of the date showed the user stopped using the system. User was advised to continue using the system but he stated he stopped because the alerts were bothering him. He stated via sms that he is no longer able to deal with the alerts and that he will request to have his sensor removed. Case was closed but it was reopened to perform troubleshooting steps. Case was escalated and user was advised to complete a sensor re-link. Sensor was re-linked successfully and system was monitored, after additional monitoring, differences in bg/sg persisted. A sensor replacment was approved due to system performance. However, user felt it was not necessary to change his sensor and said he will continue to use the system as is, and if the issue happens again, he will reach oiut for reinsertion.

Manufacturer narrative:
B4. Date of this report 19 oct 2025. G3. Date received by the manufacturer? 19 oct 2025. H6. Investigation findings updated to 3224.